Event description:
It was reported that the customer experienced a blood glucose (bg) level of 506 mg/dl; cause was unknown. Reportedly, a correction bolus was delivered to address bg. It was also reported that the luer lock connection was loose or not straight/secure. The customer changed the pump supplies to resolve the issue. Recommendation was made to consult with tandem technical support regarding further issues. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.